Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a prospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of high capture threshold could not be confirmed. Analysis was normal and no anomaly was found.

Event description:
It was reported that high pacing threshold was observed. The device was replaced and the lead was capped.